Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary: the complaint states: ¿when using biostop instrumentation the restrictor holder 10-12 was left in the humeral channel. The surgeon states he did not unscrew the introducer rod when inserting the biostop plug. Was surgery delayed due to the reported event? No¿ the introducer rod supplied to customers comes as part of a set along with seven sizing trials which are used to determine the size of the medullary canal and the size of the biostop g bioresorbable cement restrictor to be implanted, and four restrictor holders which are used to fit the biostop g restrictor into the medullary canal. These sizing trials and restrictor holders are detachable and interchangeable, dependent on the size of the medullary canal which is individual to the patient. They can therefore be screwed on and off the end of the introducer rod. If the surgeon did not rotate the introducer rod when removing it from the medullary canal, it is possible that the restrictor holder and biostop restrictor were misassembled before being inserted into the patient. Any slight rotation in the withdrawal action may then have resulted in the holder being left implanted within the patient. There is a highlighted warning in the IFU for the instrument set (IFU-0563-968) under the special warnings section, which states the following: "do not rotate the unit, which could unscrew the sizing trial or the restrictor holder in the medullary canal. This would make it very difficult to remove it from the canal". This failure mode is also highlighted in the dfmea (dva-107701-fde rev 4) on lines 133-135 which states the potential cause of failure as: ¿the introducer rod is rotated (especially anticlockwise with respect to the holder) whilst still inside the patient.¿ under evidence and rationale for occurrence rating, the dfmea references the IFU with the statement noted above and it also includes the following: "there have been customer complaints of detachment of accidental detachment of sizing trials and holders from the introducer rod. However, the four holders are machined from passivated (B)(4) lvm stainless steel that is considered biocompatible and suitable for medical instruments and for permanent implants. Thus, accidental implantation would not result in an adverse tissue reaction.¿ this failure mode has an occurrence level of 1 and risk rating of 7 and is deemed low risk (bar). There is not enough information available with this complaint to confirm the root cause, however the most likely cause is user error. No information received with this individual complaint indicated that a broader investigation or corrective action was necessary the number of complaints received for this failure mode will continue to be monitored and product updates/ recommendations will be implemented at the post market surveillance review dependent upon occurrence ratings. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as required. Device history lot: no lot number supplied, so no device history review completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
When using biostop instrumentation the restrictor holder 10-12 was left in the humeral channel. The surgeon states he did not unscrew the introducer rod when inserting the biostop plug.